Event description:
Caller tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. Customer was in the hospital for cardioversion. He was treated with 1 mg of lovenox per kg of customer's weight. No adverse event reported. Requested return of suspect system and replacement was sent; however, they are out of the strips that were used for this comparison.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.